Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went onsite and found that the issue was occurring was on console 2 and not console 1. The fse then found that the set screws where also loose and tightened the set screws. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 22018 error has returned. Customer informed tse that he has spoken with fse about this issue. Tse added new complaint, updated case notes, and emailed fse with csm cc'd about return of this problem. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed in its original configuration; however the site did not use one of the consoles to continue with the procedure.